Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during mechanical thrombectomy, resistance was encountered when the physician attempted to retract the competitor retriever into the distal access catheter after it was deployed in the vessel. Post removal of the devices, signs of strain and unravelling of the distal coil braid of the distal access catheter was observed. The catheter appeared to have entangled with the competitor retriever. It was noted that the patient¿s ica was severely tortuous and that the retriever could not be fully deployed along its length. In spite of the reported issue, the physician was able to achieve complete opening of the vessel. There were no reported clinical consequences to the patient as a result of this event.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated the patients ica was severely tortuous and that the retriever could not be fully deployed along its length. It is probable that the tortuous nature of the patient¿s anatomy caused the resistance noted during the procedure leading to the reported strain and unravelling of the distal coil braid of the catheter. Based on the information available and device analysis an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during mechanical thrombectomy, resistance was encountered when the physician attempted to retract the competitor retriever into the distal access catheter after it was deployed in the vessel. Post removal of the devices, signs of strain and unravelling of the distal coil braid of the distal access catheter was observed. The catheter appeared to have entangled with the competitor retriever. It was noted that the patient¿s ica was severely tortuous and that the retriever could not be fully deployed along its length. In spite of the reported issue, the physician was able to achieve complete opening of the vessel. There were no reported clinical consequences to the patient as a result of this event.